Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead thresholds had risen and here high within a day of implant. In addition, the right ventricular (rv) coil high voltage impedance values were low and fluctuated from 1-17 ohms during implant and post-op. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.